Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is based on the customer's report of "(B)(6) 2025". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. The was asymptomatic and had contact with a non-healthcare professional who administered bacsimi nasal spray. Subsequently, the customer went to the hospital where they had contact with a healthcare professional (hcp) who obtained an hcp meter reading of 80 mg/dl and administered an unspecified IV infusion for treatment. There was no report of death or permanent impairment associated with this event.